Event description:
It was reported that the customer was hospitalized due to high blood glucose levels. Called the customer for more information as she was not present during the initial call. The customer stated that she was admitted with blood glucose levels over 500 mg/dl. The customer had changed the infusion set the night prior to the event. Troubleshooting was performed, and the insulin pump was programmed correctly. The customer was unable to continue with the troubleshooting at this time. Advised the customer to call back at her convenience to finish the troubleshooting. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.